Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's sensor board and system board to sensor board cable were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue related to the system board to sensor board cable. The cable was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the cable failure was found to be due to physical damage on the header latch, which prevents the "locking" capability of the cable to the boards.